Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high undefined impedance, loss of capture and an apparent lead fracture. It was also reported that the rv lead exhibited oversensing noise on electrograms (egm). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.